Event description:
It was reported that during patient use, the ventilator generated a severe occlusion alarm. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm or injury. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and was not able to reproduce the reported complaint of severe occlusion.. The cse cleaned the exhalation valve and performed extended self-testing on the device as part of a 10k preventive maintenance (pm) that was due. All calibrations were run and performed testing was passedpost.